Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the device displayed a grey bar. It was learned the device had been stored in a vehicle and in temperatures of approximately eight degrees celsius. The device was not implanted. There was no patient involvement.